Manufacturer narrative:
The device was evaluated at olympus medical systems (B)(4). As a result of the evaluation, the following was confirmed. The endoscopic image was flickering during the automatic brightness adjustment. The automatic brightness adjustment function did not work properly due to a failure of the main board. There were no burn marks or damage to parts on the main board. The plates on the lid were missing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was flickering during the receipt inspection by the workshop engineer. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the results of the evaluation by olympus medical systems india private limited (omsi), it was confirmed that the endoscopic image was flickering during the automatic brightness adjustment and the automatic brightness adjustment function did not work properly due to the failure of the main board. The main board may have failed due to deterioration over time due to long-term use, because more than 15 years have passed since the device was manufactured. The device was manufactured over 15 years ago, so olympus medical systems corp. (Omsc) was unable to review the device history record. If additional information becomes available, this report will be supplemented.